Event description:
Reported false negative sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed positive by molecular (pcr testing) and other rapid antigen testing the same day. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.